Manufacturer narrative:
This product is not marketed in the u.s. (B)(4).

Event description:
The reporter stated that the surgeon implanted a 12.6mm vticm5_12.6, -11.5/+2.5/095 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2018. On (B)(6) 2018 the lens was explanted, reportedly due to pigment dispersion (more inferior than superior), unreactive (mid-dilated fixed) pupil, and iritis. On (B)(6) 2018 the surgeon had performed a yag procedure. The surgeon stated he thought the patient may have had an asymptomatic pupil block due to the viscoelastic, but is unable to then explain why it took 2-3 weeks for iritis and pigment dispersion to develop. Attempts to obtain additional information have not been successful.